Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a water damaged carton box was confirmed during analysis. Visual inspection of the heartmate 3 system controller (B) (6) carton box revealed a dry stain that appears to have been associated with fluid. The box was opened and there was no indicators of fluid ingress noted and there was no internal damage observed. There was no impact to the system controller sealed package or the backup battery package inside the box. The investigation did not confirm any functional issues with the returned system controller (B) (6) and the returned backup battery (B) (6). The returned system controller was functionally tested and found to operate as intended during analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B) (6)) was shipped to the customer on 28jun2021. The heartmate 3 instructions for use in section "symbols" (under ¿description of labeling symbols¿), includes a description of the general symbol which indicates to not use if package is damaged. This symbol is present on the label on the heartmate 3 system controller carton ((B)(4)). Heartmate iii instructions for use section entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pocket controller was delivered and there was water damage. Related manufacturer report number of ICU cover: 2916596-2021-04292.